Event description:
Hcp reported "catheter obstruction distally. The rest is apparently still in the intrathecal space." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.